Event description:
Reporting status: serious injury-surgical intervention; disability (permanent impairment). Reporting rationale: patient underwent surgery to remove separated portion of device. Although part of the shaft could be removed, a portion still remains int he pt embedded in calcium. Device issue: broken shaft; difficulty deflating; difficulty removing. It was reported that the ramus branch had 90-95% stenosis. The lesion was predilated with a voyager balloon catheter and another company's des stents were placed. The stents were postdilated with a 3.0, 3.5, and 4.0 powersail. One spot int he proximal stent was not completely dilated so it was again postdilated with a powersail. The balloon would not deflate completely and when an attempt was made to pull out the balloon, the shaft disconnected from the balloon. The balloon was left in the ramus with at least 20 cm of shaft. The balloon did not deflate and stuck in the stents. The distal portion remained in the pt and the pt was sent for surgery; iabp was placed. During surgery, the surgeon clipped from the aorta what was there; however, he was unable to remove all of the shaft as it was suspected to be embedded in calcium. It was reported that the pt was doing great following surgery/CABG. No additional event or pt information was available.